Event description:
It was reported that following implantable neurostimulator implantation, the pt experienced high impedances (10000 ohms) and stimulation in the wrong location.

Manufacturer narrative:
(B) (4).